Event description:
It was reported that episodes of non-sustained right ventricular (rv) oversensing consistent with lead noise oversensing was detected on the rv lead. Lead revision was performed, and during the lead extraction, there was excessive bleeding in the subclavian vein distal to the clavicle, requiring vascular intervention to place a vein stent. The patient was stable.